Manufacturer narrative:
The device was returned to an olympus service center for evaluation, and the reported issue was a sporadic failure. The failure could not be confirmed but occurrence was likely. The function of the scope was normal. The scope was returned to the facility with no findings. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, the channel tube on the evis lucera elite gastrointestinal videoscope was still clogged after the last repair. The issue was detected during regular maintenance and reprocessing. The intended procedure was completed with the same scope and the evis lucera elite video system center. No patient injury reported. This complaint is related to patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported ¿forceps channel still clogged after repair¿ and ¿case completed with same device¿ issues could not be confirmed and the root cause of the issues could not be determined. Olympus will continue to monitor field performance for this device.